Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n(B)(6) , revealed : recharge antenna failure. Poor recharge quality message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had lost connectivity to the implanted neurostimulator (ins) when trying to recharge the implanted neurostimulator. Patient stated that last time the recharger cord was getting really hot when they were trying to recharge the ins. Patient said that they even pulled the battery out of the controller and put it back in a couple times to reset the controller, however the equipment was not even finding the ins now. Patient also noted that they noticed some tenderness in their back around the edge of the implant and that sometimes when recharging the implant, it just felt like the device inside of them would get a little hot. Agent redirected the patient to their healthcare provider (hcp) if the device sensation continued when using the replacement recharger. When asked for the event date, patient stated that it was in the last week and in the last couple days. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.